Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that they were admitted into the hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of over 500 mg/dl at the time of the incident. The customer was given intravenous insulin and manual injections to treat. The customer reported symptoms such as throwing up, sweating, and feeling weak. The customer was wearing the insulin pump during the incident. The customer does not use sensors. The customer alleged the insulin pump was not giving them insulin. Troubleshooting was not completed as the customer declined. The customer also stated they were hospitalized a few times but could not remember any details. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No under delivery anomaly or over delivery anomaly noted. Device uploaded properly using carelink. Device had scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment.